Event description:
It was reported that assistance was requested to program this pacemaker into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, the right ventricular (rv) lead pacing impedance measurements were found to be high out of range, exceeding 3000 ohms. Consequently, the device was not programmed into MRI mode. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that assistance was requested to program this pacemaker into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, the right ventricular (rv) lead pacing impedance measurements were found to be high out of range, exceeding 3000 ohms. Consequently, the device was not programmed into MRI mode. No adverse patient effects were reported. This rv lead remains in service. Additional information was provided that reported that due to the physician performed a magnetic resonance imaging (MRI) scan. The MRI was considered to be off label due to the high out of range pacing impedances in bipolar configurations. The MRI scan was completed with no reported issues. No additional adverse patient effects were reported. The rv lead remains in service.